Manufacturer narrative:
Additional PMA / 510(k) #: bk050036. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5271007, medical device expiration date: 03/31/2017, device manufacture date: 09/28/2015. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a damaged cap. No serious injury or medical intervention.